Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscope controller (ec) to perform failure analysis. The ec was analyzed and the reported failure could not be replicated. This unit was installed into the test system and operated for an extended time without issue. The system came up with no errors and good video on both eyes. Ec passed all testing specification. No visual damage found.

Event description:
It was reported that during a da vinci-assisted radical with lymphadenectomy prostatectomy surgical procedure, there was error 307 on the vision side cart (vsc). The intuitive surgical, inc. (Isi) technical support engineer (tse) instructed the customer to perform a complete hard power cycle, but issue repeated. The customer checked the connection at the back of video processor (vp), endoscope controller (ec) and core, all were working as expected. The procedure was converted to laparoscopic surgery with no indication of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the endoscope controller (ec) to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.